Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported a loss of communication between the insulin pump and transmitter and received a lost sensor signal alert. The customer also reported air bubbles in the tubing. Blood glucose value at the time of event was 225 mg/dl. The customer was treated with manual injection. The event involved product(s) mmt-1884, mmt-342, mmt-431aj, mmt-7841zn. Troubleshooting was partially performed for high blood glucose event as the customer declined further troubleshooting. Troubleshooting was performed for the air bubble anomaly. Troubleshooting was performed for the loss of communication and the issue was not resolved. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-342. No product return is required for mmt-431aj. No product return is required for mmt-7841zn.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit received and placed unit under microscope and found contamination (dried blood debris) inside the female connector, and at the connector pins. In conclusion, unable to perform functional test, verify rf/ble/downgrade/association/accuracy test due to the contamination damage. The customer complaint of communication anomaly could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.